Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. The caller resolved the issue by plugging the pump into a wall outlet, and no further assistance was required.